Event description:
Bayer case number: (B)(4). An essure implant had migrated into my uterus and re-set in the endometrium [partial expulsion of device]. An essure implant had migrated into my uterus and re-set in the endometrium [embedded device]. Began bleeding vaginally after menopause. [Postmenopausal bleeding]. Case narrative: the below report was received by health authority maude (reference number: mw5183557) on 05-mar-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of device expulsion ("an essure implant had migrated into my uterus and re-set in the endometrium") and embedded device ("an essure implant had migrated into my uterus and re-set in the endometrium") in a 52-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. Concomitant products included vitamin d (ergocalciferol), vitamin b12 (cyanocobalamin), progesterone, iron (ferrous sulfate) and fluoxitine unimed (fluoxetine hydrochloride). On an unknown date, the patient had essure inserted. On (B)(6) 2026, she experienced device expulsion (seriousness criteria hospitalisation and intervention required), embedded device (seriousness criteria hospitalisation and intervention required) and postmenopausal haemorrhage ("began bleeding vaginally after menopause."). The patient was treated with surgery. At the time of the report, the outcomes for these events were unknown. The reporter considered device expulsion and embedded device to be related to essure administration. No causality assessment was received for essure with regard to postmenopausal haemorrhage. The reporter commented: began bleeding vaginally after menopause. After an ultrasound, it was determined that an essure implant had migrated into my uterus and re-set in the endometrium. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 56 kg. [Ultrasound scan] (date unknown): it was determined that an essure implant had migrated into my uterus and re-set in the endometrium. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analysis of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). Began bleeding vaginally after menopause. [Postmenopausal bleeding]. An essure implant had migrated into my uterus and re-set in the endometrium [partial expulsion of device]. An essure implant had migrated into my uterus and re-set in the endometrium [embedded device]. Case narrative: the below report was received by health authority maude (reference number: mw5183557) on 05-mar-2026. The most recent information was received on 17-mar-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of postmenopausal haemorrhage ("began bleeding vaginally after menopause."), device expulsion ("an essure implant had migrated into my uterus and re-set in the endometrium") and embedded device ("an essure implant had migrated into my uterus and re-set in the endometrium") in a 52 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. Concomitant products included vitamin d (ergocalciferol), vitamin b12 (cyanocobalamin), progesterone, iron (ferrous sulfate) and fluoxitine unimed (fluoxetine hydrochloride). On an unknown date, the patient had essure inserted. On (B)(6) 2026, she experienced postmenopausal haemorrhage (seriousness criteria hospitalisation and intervention required), device expulsion (seriousness criteria hospitalisation and intervention required) and embedded device (seriousness criteria hospitalisation and intervention required). The patient was treated with surgery (essure removal). At the time of the report, the outcomes for these events were unknown. The reporter considered device expulsion and embedded device to be related to essure administration. No causality assessment was received for essure with regard to postmenopausal haemorrhage. The reporter commented: began bleeding vaginally after menopause. After an ultrasound, it was determined that an essure implant had migrated into my uterus and re-set in the endometrium. Device available for evaluation? Y. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 56 kg. [Ultrasound scan] (date unknown): it was determined that an essure implant had migrated into my uterus and re-set in the endometrium. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reason for the reported complaint. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 17-mar-2026: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.